Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument had an expose wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis.